Event description:
Comsumer called stating that her meter read 77 mg/dl non-fasting and wanted to know what does the 77 mg/dl result translate to in a 3-digit number?" Customer was advised that the meter is telling her that her blood glucose is 77 mg/dl, and there is no translation to a 3-digit number. Customer says that her friend had a meter and every time she took her blood glucose on her friend's meter, it gave her a 3-digit number. Customer advised that she is feeling a little weak and she may call the emt to get a blood glucose result. Customer also stated she wants a meter that does not read in mg/dl. Advised customer that all meters in the us will read mg/dl. Customer stated she was going to return the meter to the pharmacy and disconnected the call. Customer did not provide product information (serial number, lot number).

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes (weak). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: contact information was not provided; manufacturer unable to perform follow-up call to ensure the customer's condition had improved and if customer had sought medical intervention after the initial call/returned meter to pharmacy.